Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 7.9 mmol/l (aviva meter) and 4.3 mmol/l (paramedic's meter). The patient had symptoms of hypoglycemia with lost consciousness and had a seizure. The paramedics were called and they treated her with dextrose, sugary drinks, and carbs. The patient was not taken to the hospital. Return of the suspect device was requested for evaluation.